Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable.

Event description:
It was reported that in the ICU during insertion into the patient's jugular, the user was unable to retract the guide wire from the catheter, stating it was possibly "trapped in the inferior vena cava". As a result, a new device was used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4). Device evaluation: complaint verification testing could not be performed because the introducer needle and the entire guide wire were not returned for analysis. The customer returned a piece of the guide wire. The introducer needle and the rest of the guide wire were not returned. No additional information was provided on the portion of guide wire not returned. Visual examination of the returned guide wire piece confirmed that the wire was unraveled and separated. One weld was returned attached to the coil wire. No core wire was returned. Microscopic examination confirmed that the core wire broke adjacent to the weld connected to the returned piece of coil wire and that weld was full and spherical. Further examination of this weld break indicates that it is the distal weld based on the remaining rounded piece of core wire attached. Since the returned sample was a piece of the core wire only, the wire could not be measured. The IFU for this product describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that the use of excessive force during removal could damage or break the wire and cautions not to withdraw the guide wire against the needle bevel to minimize damaging the guide wire. Other remarks: a device history record review did not reveal any manufacturing related issues. The probable cause of the guide wire getting stuck in the needle and unraveling and separating could not be determined based upon the information provided and without a complete sample. No further action will be taken.